Event description:
The customer reported that her blood glucose reached between 250 to 300 mg/dl less than 48 hours after the pod was activated. Upon inspection she notice the cannula had come out of the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.